Manufacturer narrative:
Continuation of d10: product ID: 306001, lot# unknown, implanted: (B)(6) 2025, product type: screening device. Product ID: 306001, lot# unknown, implanted: (B)(6) 2025, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began on (B)(6) 2025. It was reported that they had migration, lead moved or wire moved. The patient was experiencing loss of stimulation and loss of therapy related to the migration. The issue was not resolved and was still ongoing. Patient (pt) reported that the wires was disconnected and they weren't sure if they should contact them or their clinicians office ask a couple of things to see if it can be reconnected but as per pt the error stated that they had to contact the clinicians office to reinstate the connection, asked them to call their doctors office to have the wires reconnected again and they agreed.